Event description:
Pt. Had bilaterel total knee replacements. When checked by physician's assistant, pt noted to have foot drop. Bilateral huntleigh intermittent pneumatic compression system on pt - setting at >70 mmhg. Staff reports "about 4 hrs. Before numbness gone," per pt.